Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of carbide insert damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the carbide insert. There was no conductor wire damage found and the electrical continuity test passed. Additionally, the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. One (1) instrument grip exhibited thermal damage to grip overmold and grips were found bent; grip offset measured at 0.0435". The instrument passed electrical continuity and no damage found to conductor wires, suggesting arcing did not originate from return material authorization (RMA) instrument. The root cause of arcing damages to overmold were likely inadvertent contact of energized instrument to overmold during procedure.

Event description:
It was reported that during central processing, the force bipolar (fb) instrument tip was cracked. There was no report of patient involvement.